Event description:
It was reported that the o2 indicator ball is damaged internally. No additional information.

Manufacturer narrative:
Additional info received via email on 2-may-2022: event date updated. No patient involvement was reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a faulty gas supply indicator and damaged end cap for the on/off switch. Functional testing found the gas supply indicator was dislodged. Replacement of the faulty and damaged parts - the device passed all functional testing. The root cause of the reported issue was found to be impact.